Event description:
Per the audiologist, the patient showed no auditory perception and there was no neural response telemetry from multiple electrodes when the cochlear implant system was activated. Review of an x-ray (date not reported) suggested that the electrode array tip was folded slightly and that there may not be a full insertion of the array into the cochlea. A stenver's view x-ray was recommended. The patient's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
Labeling: this type of event is addressed in the device labeling.